Manufacturer narrative:
Findings: pump received with blank display due to b1/ib broken solder joint. Unable to perform the displacement test or verify the operating currents due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 125 mg/dl. The customer stated that alarm occurred after battery change. The customer cleared the alarm. Customer received multiple battery out limit alarms. The customer was advised to insert a new battery and the alarm occurred less than 1 minutes. The customer was advised that the device would be replaced and agreed to return the product for analysis.